Event description:
The customer reported the system locked up. The pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.